Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed unknown: "this is a complaint from the market. Administrative (B)(4). Please refer to the complaint sheet for investigation." "Report from the sales rep "in an attempt to deploy the bag, the bag wasn't deployed properly. The user is a beginner has used a few times. The sales rep is in the middle of asking the customer to answer for questions below, whether or not the thumb ring actuator was pulled until the metal supports were fully pushed to endpoint. Whether or not the thumb ring actuator was pulled and pushed again after the bag was fully deployed. Whether or not the bead was sliding down to around center of the metal supports to interrupt deployment of the bag." Initial investigation report by aomori olympus "the event unit was returned to olympus and visually inspected. The specimen bag was partially attached to the supports(refer to fig. The bead was detached from the distal end of the sheath(refer to fig.2). The handle and the thumb ring actuator weren't found to be damaged. Confirmed no damage was found with the distal end of the sheath and the supports. The unit will be returned to amr for further evaluation. Admin#(B)(4)." Additional information received via email from (B)(6) on (B)(6) 2016 - "according to the sales rep, it is likely the thumb ring was pulled in the process that it was pushed to reach its advancing endpoint. It is also most likely that the thumb ring was pushed until the actuation rod was withdrawn with the thumb ring to reach a stop, after the bag was fully deployed." The bead was not sliding down to around center of the metal supports to interrupt deployment of the bag. "However, the bead was detached from the distal end of the sheath. The prongs were not completely but partially exposed inside the patient cavity." The user is a beginner has used the device twice before. Patient status: "no patient injury".

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering found no visible non-conformances. Additional information provided clarified that the metal tissue retrieval bag supports were never fully exposed within the abdominal cavity. The root cause of the customer's experience is likely due to retracting the deployment mechanism prior to full deployment. The damage observed on the deployment mechanism indicates that the customer overrode the ratchet mechanism by retracting the thumb ring prior to full deployment. If the device is retracted prior to full deployment, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.